Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No motor communication error alarm, no low reservoir alarm, and no excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer reported via phone call to have received excessive motor communication error alarms and no delivery alarms. Customer reported that insulin pump counted down and rewind again. During troubleshooting, customer programmed a normal bolus into the air and bolus amount was recorded. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.